Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo 12.6 implantable collamer lens, -06.50 diopter, in the patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to glares/haloes and blurred vision. The lens was exchanged for a toric lens of the same length and the problem was resolved.

Manufacturer narrative:
Patient's post-op uncorrected visual acuity was 20/20 as of (B)(6) 2016. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found that the haptic was deformed. Foreign material (dried, discoloured material) was found on the lens surface. Work order search: one similar complaint was reported for units within the same lot. (B)(4).